Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not responding. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline and was not responding. A field service engineer (fse) found that the station was not powering on and isolated the issue to drawer 4 after disconnecting the drawers. Fse tested the drawer controller with a voltmeter, and it failed. And replaced the drawer controller and control module, then restarted the station. Fse tested the drawer in the hardware test application, and it functioned correctly and also ran the acceptance test successfully and restarted the application. The customer was then able to access the drawer and inventory medication. The system functioned as intended after the field service engineer repaired the device.